Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date.

Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported.